Event description:
After an implantation time of about 25 days, a cardiac perforation was reported. The lead was explanted and returned to biotronik.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection did not discover any deviations from the technical specifications that could be connected to the clinical complaint. The lead proved to be conforming to specifications and normal. The compression test performed at the lead (i.e. Bearing pressure per area unit) showed no anomalies. The rigidity of the lead was unremarkable. No anomalies could be detected during the performed screw tests; the fixation could be extended and retracted evenly. The screw rotation numbers were within the specification, and the fixation was without anomalies. There were no indications of a material defect or manufacturing error.